Event description:
During preparation for an atrial fibrillation procedure, with the patient in the room, there was no display on the screen when starting the dws. Multiple troubleshooting steps were taken, but the issue persisted and the procedure was cancelled with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The event description states that the display workstation was not the cause but was the monitor and was replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.